Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced an issue with the adhesive. The patient reported that the infusion set fell off while in use. The infusion set was in use for less than 6 hours. The blood glucose levels were 159 mg/dl. No further information available.